Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt of the product evaluation showed that the housing was breached, exposing internal electronics, which is a safety risk. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential double stacking of skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
The customer originally reported to customer service on (B)(6) 2013 that the transformer for her pump in style was cracked. The customer did not observe anything unusual. Upon receipt at medela the transformer was inspected and found to be breached, which is a safety risk.